Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the patient noticed a couple of months ago their stimulator was doing a funny thing, it was not telling them when it was at 75 percent or 100 percent it was just taking 2 minutes to recharge. Worked with patient to use their equipment to check their implanted device and after numerous tries, patient was successful to successfully turn synch, therapy was off an dpt turned therapy back on. Offered and sent email with quick guide, redirected to their doctor. Additional information received from the consumer reported they wanted to check the status of the implant, so during the call they used the programmer which showed the implant was on and the battery level was 75%. Sometimes the consumer would see the low message on the screen; they were advised to charge if they saw this. The patient mentioned they were having hallucinations which they believed were related to their device/therapy. The patient was still experiencing hallucinations and other symptoms (they couldn¿t remember the specific symptoms though). The patient was having a hard time adjusting stimulation because they couldn¿t remember if they were doing it right and forgot how. The patient was going to be contacted regarding how to make adjustments.